Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized from (B)(6) 2019 due to diabetic ketoacidosis with a high blood glucose level of 453 mg/dl. The customer¿s blood glucose level when they went into diabetic ketoacidosis was 450 mg/dl. The customer experienced vomiting, shortness of breath, dizziness and numbness in legs as a result of high blood glucose level. The customer was treated with insulin drip and saline at the hospital for high blood glucose event and they had treated with the insulin pump bolus and with manual injections once after reaching home. The customer reported that the infusion set leak lead to high blood glucose level and hospitalization. It was unknown whether the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.